Manufacturer narrative:
H.6. Investigation summary: bd integrated diagnostic systems initiated an investigation into false negative patient results on the bd cor system (catalog # 443982, batch # 2320110). Bd investigation encompassed review of batch history record, review of initial quality control release data, review of returned raw files from customer and complaint trending review. Evaluation of the batch history records and release data revealed trends during time zero quality control testing that could potentially contribute to false negative patient results. Additionally, evaluation of returned raw files did reveal false negative patient results, thus confirming the customers report. However, it is important to note that the occurrence rate of the false negative patient result is below the acceptable rate presented in the package insert. There are no current trends associated with false negative patient results on the bd cor system. Although a product issue has not been identified at this time, bd is continuing to monitor and investigate for any additional factors that may result in control issues to improve customer experience. No corrective actions have been taken at this time. Bd will continue to monitor complaint trends and functional performance trends during release testing.

Event description:
It was reported while testing with bd onclarity hpv assay reagent pack a false negative result occurred. A sample recollection was required and the patient was advised to follow up in 3 years.

Manufacturer narrative:
The following information has been updated with corrected and/or additional information: initial investigation summary referenced incorrect batch number. Corrected summary below. D.9. Device available for eval? No. H.6. Investigation summary: bd integrated diagnostic systems initiated an investigation into false negative patient results on the bd cor system (catalog # 443982, batch # 3074655). Bd investigation encompassed review of batch history record, review of initial quality control release data, review of returned raw files from customer and complaint trending review. Evaluation of the batch history records and release data revealed trends during time zero quality control testing that could potentially contribute to false negative patient results. Additionally, evaluation of returned raw files did reveal false negative patient results, thus confirming the customers report. However, it is important to note that the occurrence rate of the false negative patient result is below the acceptable rate presented in the package insert. There are no current trends associated with false negative patient results on the bd cor system. Although a product issue has not been identified at this time, bd is continuing to monitor and investigate for any additional factors that may result in control issues to improve customer experience. No corrective actions have been taken at this time. Bd will continue to monitor complaint trends and functional performance trends during release testing.

Event description:
It was reported while testing with bd onclarity hpv assay reagent pack a false negative result occurred. A sample recollection was required and the patient was advised to follow up in 3 years.

Event description:
It was reported while testing with bd onclarity hpv assay reagent pack a false negative result occurred. A sample recollection was required and the patient was advised to follow up in 3 years.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.